Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. High pulse widths were observed in the beginning of device operation. However these high pulse widths did not generate any alarms and did not effect insulin delivery. No other irregularities were observed in the download data that would indicate a struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 512 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod for a new pod.